Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, fluid entered the magnet side of the centrifugal pump. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 20, 2016. (B)(4). The returned sample was visually inspected and it was confirmed that fluid was in the back housing of the pump. The sample was then filled with water and a vacuum was pulled on the sample. At approximately -500mmhg, air bubbles from the back housing could be seen between the stator and the seal pad/rotor. This was the location of the leak to the back housing. Review of the device history records revealed no manufacturing issues. A retention sample was tested and circulated for several hours. The sample did not experience any functional anomalies and didn't result in fluid in the back housing. The reported event was not able to be replicated on the retention sample; therefore, a definitive root cause was not able to be determined. It was communicated that during the event, the pump had been primed the previous day, and circulated for several hours. The fluid in the back chamber was discovered the next day during re-circulation of the priming fluid. All centrifugal pumps are 100% leak tested in process and undergo several visual inspections throughout the process. It is unknown how the leak between the stator and seal pad/rotor was caused, but it is likely that the components were damaged, possibly due to an excessive length of time circulating during prime, causing a leak through some of the internal components and allowing fluid to enter the back housing of the pump. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.